Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the o-ring. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received. No additional information was available. The customer's blood glucose level was 358 mg/dl.